Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering observed that the septum, an internal rubber component of the seal, was fragmented. Based on condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." A damaged septum is considered not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the dislodged shield.

Event description:
Name of procedure being performed: colectomy. Detailed description of event: the rep was not present during the case but was called during the case once the complaint event occurred. While surgeon was operating he noticed that the piece of one of the sleeve seals ended up in the patient. Once the piece was noticed, the surgeon removed it from the abdomen. The piece was clear. Graspers and ligasure were used through the sleeve. The surgeon uses this product weekly, with over 100 uses, and has never had this issue before. Patient status: "fine". Type of intervention: surgeon observed the piece in the abdomen while operating and removed it.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed colectomy. Detailed description of event: the rep was not present during the case but was called during the case once the complaint event occurred. While surgeon was operating he noticed that the piece of one of the sleeve seals ended up in the patient. Once the piece was noticed, the surgeon removed it from the abdomen. The piece was clear. Graspers and ligasure were used through the sleeve. The surgeon uses this product weekly, with over 100 uses, and has never had this issue before. Patient status: "fine". Type of intervention: surgeon observed the piece in the abdomen while operating and removed it.